Event description:
The quattro catheter (lot # 163925) was placed into the patient's left femoral vein by an experienced physician to provide ivtm treatment. On the second day of the treatment, the rewarming of the patient was completed when the nurse reported a saline bag was observed empty. Per the reporter, there were no other catheters used in the same vein. The user was instructed by the zoll clinical consultant to check the console and the start-up kit (suk) tubing, there were no external leaks observed. The catheter was tested with the syringe with sterile saline and the presence of a blood tinge was noted in the catheter tubing, indicating a potential catheter leak. The quattro catheter was not replaced as the patient was in the normothermia phase. Per the reporter, the physician wants to continue the use of the quattro catheter as a central line. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a leak on the quattro catheter (lot # 163925) was confirmed during functional testing. A bonding leak was observed at the distal end of the medial 1 balloon and also at the proximal end of the medial 2 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed on the catheter's balloons and luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the distal end of the medial 1 balloon and also at the proximal end of the medial 2 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for a quattro catheter with lot number 163925.